Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a pod failed to deploy the insertion needle correctly during application. The customer felt a pinch that was noticeably different from normal and believed the needle did not fully enter the skin. Upon removal, the cannula was observed to be barely visible and had not extended completely from the pod. The customer was uncertain about the position of the pink slide but believed it may have not moved forward. No impact to the patient's glucose level was reported. A new pod was applied.